Event description:
It was reported that the patient experienced an infection in the scrotum. The inflatable penile prosthesis (ipp) was removed, washed out, and replaced with a semirigid tactra penile prosthesis. A full recovery is expected.